Manufacturer narrative:
After battery installation, the display froze at the minimed logo. The problem was isolated to pcba 2. No cosmetic damage was found. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the display would not go past the medtronic logo, and even after inserting a new battery the device would not work. The customer's blood glucose level was unknown. The customer's device was replaced and returned for analysis.